Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the ins was depleted, and patient was attempting to charge ins. Patient states controller charge was 60% and ins was charging excellent, but ins did not take a charge. The patient was instructed to reset controller, then instructed caller to start charge session, but call was then disconnected. No further information was available. No patient symptoms were reported. No further complications were reported/anticipated.